Event description:
It was reported that the bronchovideoscope had a scope communication b30 error. The issue occurred during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. It was identified that there was a leak in the biopsy channel, and water invaded the control section and the scope connector. It is likely that the abnormality, such as a short circuit inside the scope connector, occurred due to the water invasion. However, a definitive root cause could not be determined. A review of the device history record and historical complaint analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified. Olympus will continue to monitor the field performance of this device.